Manufacturer narrative:
A review of complaints took place and the firm has concluded that this complaint should have been filed as a MDR. The bed frame had one of the head deck pivot bolts shear causing the one side of the head section of the bed to detach from the mid-section of the bed frame. A new bed frame was delivered out to the facility on (B)(6) 2014. During the review of complaints there were similar occurrences that the firm found and have filed mdrs for these complaints as well. The firm is monitoring for any future complaints.

Event description:
Customer called in and stated that the head deck bolts from their bed broke.